Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance (cps) of one one-link needlefree IV connector in which it was reported that the one-link shut off an acist high-pressure injector. There was no patient injury or medical intervention associated with this event. Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available. Therefore, the reported condition could not be confirmed and a root cause could not be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer. A labeling review was performed and the instructions printed on each individual packaging are available to the user and are accurate and sufficient. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation. If additional information becomes available, a follow-up report will be submitted.